Event description:
It was reported that the tip of the sheath is missing.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. No missing pieces to this device were seen. However the visual inspection confirms damage to the tip of the shaft. The probable root cause could be user mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the sheath is missing.